Manufacturer narrative:
The equipment was received in vyaire facility for evaluation and the service technician verified the reported "oxygen leak" problem. Upon inspection, it was seen that the oxygen inlet port is missing two screws. The unit was connected to a known good o2 hose, and the reported problem was duplicated. To resolve the issue, the missing screws were replaced. The unit was tested and passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator has a leak in oxygen inlet port and two out of three screws that secure the port are missing. The issue occurred during patient-use and at this time, there is no information regarding patient harm, and remedial action taken by the healthcare facility associated with the reported event.